Manufacturer narrative:
H6; code 400: damaged firing mechanism. Visual inspections & results: lockout position; a na b broken. Cartridge condition; a na b 10 staples f. Cartridge return batch number; a na b em0158. Instrument number; a 0060 b 0350. Functional tests & results: condition of firing trigger lockout; ab good. Condition of pinion gear; ab good. Condition of short rack; ab good. Condition of yoke; ab good. Test cartridge batch #; ab na. Was instrument cycled; ab good. Anlaysis conclusion: based upon the info received and the visual examination, it was concluded that the instructions were returned non-functional. The instruments were disassembled and were found to have damaged firing mechanisms. Cartridge b was returned with the middle alignment finger and lockout tab broken off and missing. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
The instruments were used during a laparoscopic pelvic oopherectomy. It was reported on the first firing of the stapler it did not cut. The stapler was reloaded and still would not cut. A new instrument was opened and the handle broke upon firing. Another instrument was opened that worked. There was no consequence to the pt.